Event description:
The patient was undergoing a coil embolization procedure using penumbra coil 400 (pc400) coils. Upon removal from the packaging, a pc400 coil was found detached and was not used.

Manufacturer narrative:
Result: the pet lock on the proximal end of the pusher assembly was intact. The pusher assembly was fractured approximately 5.0 cm from the proximal end. There were multiple kinks in the pusher assembly. The coil was intact with the pusher assembly. Conclusion: the complaint has been evaluated. The complaint indicated that the pc400 coil was detached out of the package. Evaluation of the returned device revealed that the coil was intact with the pusher assembly, and the proximal end of the pusher assembly was fractured. This type of damage typically occurs if the device was improperly handled during removal from the package. If force is applied at an angle on the pusher assembly while removing the device out of the package, it is likely that damage such as this will occur. The coil was intact with the pusher assembly; and, therefore, the coil was not detached during removal from the package. The cause of this complaint cannot be determined. These devices are 100% functionally tested and visually inspected during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.